Manufacturer narrative:
(B)(4)

Event description:
New information received indicated that the sensing and capture anomaly were observed due to lead dislodgment. Lead was explanted and replaced. Patient condition post-procedure was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing and increased capture threshold were increased. Rx exam was recommended. No intervention was reported. Patient condition was good.

Manufacturer narrative:
Analysis was normal. No anomaly was found.